Manufacturer narrative:
Unit received with detached end cap.

Event description:
Customer reported via phone call that damaged bottom of the reservoir compartment on insulin pump. The customer¿s blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.